Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to multiple daily injections (mdi) for insulin therapy.